Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported for son via phone call that he experienced a high blood glucose. Customer¿s blood glucose was over 600 mg/dl. Customer reported that sensor glucose value not available is showing in his son's pump screen. The patient experienced symptoms such as vomiting, stomach and side pain. Customer treated for high blood glucose with insulin pump. Customer reports they have not contacted their healthcare professional regarding the high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer is not calling back to perform an high pressure test. The pump will not be returned for analysis.